Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that a patient was in the middle of stress echo test when the ultrasound system lost the echocardiogram (ECG) signal. Reportedly, the ECG was connected to the stress machine and not on the ultrasound system; however, the test was subsequently completed without replacing any equipment. There was no loss of data so the test was not repeated. There was no patient adverse event that resulted from the reported complaint. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the new date additional information was received; provide the type of report; provide the type of follow-up and provide the investigation results. The defective cable was scrapped and was not returned to siemens for evaluation; however, the savelogs were captured. The service engineer analyzed the savelogs and found no issues related to the reported event and the symptoms were reported to be intermittent. The likely probable cause of the report of losing echocardiogram (ECG) signal was due to poor connection between the aux cable and the cable from the external stress machine.